Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after using a bd integra 3 ml syringe with detachable needle, the needle did not properly retract and the nurse was stuck with a contaminated needle. The nurse received routine post exposure lab work.